Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded lcd board. The device also had a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 156 mg/dl. The insulin pump had been splashed with water. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.